Event description:
Customer reported he went to urgent care because customer was having high blood glucose of 350 mg/dl. Customer stated at his blood glucose at the time of admission was 90 mg/dl. Customer reported he had low blood glucose. Customer was not in a car accident. Customer was not wearing the device at the time of admission. Customer stated he took it off earlier that day because customer didn't have any more long acting insulin. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.